Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 810:15 occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem was confirmed during event history log review. The assignable cause was determined to be faulty pump module unit air-in-line printed circuit board for channel a (pmu ail pcba). Additional information: a service history review revealed that no service history is related for this device. The user interface module software version is 8.11.00 this issue has been escalated to CAPA. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.